Manufacturer narrative:
The system and the hand piece were tested and both functioned normally. There was no device malfunction. Based on all information, no causal factors can be determined and no conclusion can be drawn. Placeholder.

Event description:
A report was received from a user facility in (B)(4) indicating that an adverse event occurred in a patient who underwent a liposonix procedure to the abdomen. The treatment to the abdomen was performed with a site stacking technique of 45 joules/square cm times 4 to give 180 joules total dosimetry. From the information provided, it appears that the hifu(high-intensity focused ultrasound) energy reached the small bowel and produced an injury. The following day the patient was admitted to the hospital for surgery to repair what was described as a "tear in the ileum".